Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Concomitant medical products: part 195908, lot 187410 - vgxp intlk femoral rt 60. Part 141223, lot j3695863 ¿ biomet cc I-beam tray 71 mm, part 183544, lot 339880 - vngd cr lip tib brg 14x71/75 mm. Multiple MDR reports were filed for this event, please see associated reports: MFR 0001825034-2018-00941, MFR 0001825034-2018-00942. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Clinical study (B)(6) - 6 month moderate pain post operative.